Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues product development evaluation revealed the returned device was received with one of the tips of the threaded tube broken off and the missing piece was not returned. The area where it broke is flared slightly outward as is the remaining tip. The threaded tube was stuck inside the reduction tube assembly and the reduction insert was loose and had all 8 fingers broken off and missing. When the threaded tube was removed, all 8 of the fingers from the reduction insert fell out. There is an e engraved near the ce mark indicating that it was part of an evaluation set. The handle was also returned and fit into the persuader as designed. As noted improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. Based on the condition of the returned device and the evaluation, a corrective and preventive action has been initiated to address this issue.

Event description:
It was reported that during a lumbar fusion level l3-s1 procedure, as the surgeon was removing the matrix threaded persuader, the tip broke. Although the tip broke, no pieces came off, there was nothing to retrieve and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation revealed this was a valid complaint. The initial report included an incorrect conclusion code of unable to confirm. Additionally the results code did not reflect that the end user had assembled the device incorrectly. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).